Event description:
Surgeon stated laser stuttered once, due to tracking on small pupil, during treatment on the left eye. Add'l info received showed pt experienced, on post op: an overcorrection, decrease in bcva, and extreme dry eye. Right eye of this pt is reported under MFR report # 3003288808-2011-00050.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).